Event description:
Overdeliery reported. On 5/13/99, the pt was receiving heparin 25,000u in 250cc on the secondary line at 9cc/hr concurrently with d5 1/2 ns at 150cc/hr on the primary line. A new heparin bag was hung at 1300 and rate and bag were checked several times thereafter, lastly at 1800, and checked out fine. At 2000, the pump alarmed and the bag was noted to be empty. The pt was treated with protamine 50mg IV, and vitamin k 10 mg IV. A ptt drawn several hours after treatment showed results of 35.4 seconds. The pt reportedly developed a hematoma to the left deltoid on 5/15/99. No other pt harm reported.